Event description:
During a follow up call to the customer, the medtronic startright representative reported that the customer had experienced high blood glucose levels between the 400 to 600 mg/dl range. The customer reporting during a non-diabetes related doctor's visit that the nurse had treated the customer with a manual injection. The customer advised that the blood glucose levels were stabilized, but then the nurse instructed her to eat food because her blood glucose went low. Customer reported that an infusion set change was performed and all was well thereafter. The customer did not observe any bent infusion set cannulas and declined further assistance.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.